Event description:
It was reported that a lead was an attempted implant due to out of range high impedance. The lead was sutured too tight and the suture cut through the suture sleeve leading to an out of range impedance. When the physician removed the suture the lead impedance returned to normal. The physician chose to replace the lead in case there was any damage. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.